Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5400 chemistry analyzer. The failure mode is unknown; however, hardware performance may have contributed to this event. The field service engineer (fse) replaced multiple consumables; however, the customer refused to pursue the matter, not allowing fse to perform calibration, quality controls (qc) to verify the analyzer performance. The customer repeated the patient samples with results considered correct. (B)(4).

Event description:
The customer reported the generation of erroneous results for glucose (glu) and creatinine (cre) on one-hundred (100) patient samples on their au5400 chemistry analyzer. The customer repeated samples with results considered correct. The erroneous results were reported out of the laboratory, however were later amended. There was no report of medical intervention or change / adjustment to patient treatment associated with this event.